Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported difficult removal from anatomy (clip caught on leaflet) could not be conclusively determined. The reported tissue damage is a cascading event of the difficult removal from anatomy. The reported patient effect of tissue injury, as listed in the triclip system instructions for use, is a known possible complication associated with triclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 4-5. One clip was implanted. To further reduce tr, an additional xtw was inserted and advanced in to the left ventricle (lv). After the first grasp attempt, the anterior leaflet became caught on the clip. Troubleshooting was performed and the leaflet was successfully removed from the clip. However, it was observed that tissue damage occurred. The xtw and an additional clip was then implanted, reducing tr to a grade of 3-4. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.